Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18020947 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During stenting procedure, a ¿graduated¿ 5f 6 side holes (sh) 110cm super torque marker bands (mb) diagnostic catheter broke off during removal from a non-cordis guidewire. The ¿graduated¿ portion of the catheter stuck in the long unknown introducer. The fragment could be retrieved using the two non-cordis guidewire. The procedure time was extended; the patient did not suffer any consequences apart from a higher dose of contrast product and radiation. The catheter piece is still in the guidewire. The device was not a resterilized one, it¿s a single use product. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a stenting procedure, a ¿graduated¿ 5f 6 side hole (sh) 110cm super torque marker band (mb) diagnostic catheter broke off during removal from a non-cordis guidewire. The ¿graduated¿ portion of the catheter stuck in the long unknown introducer. The fragment could be retrieved using the two non-cordis guidewire. The procedure time was extended; the patient did not suffer any consequences apart from a higher dose of contrast product and radiation. The catheter piece is still in the guidewire. The device was not resterilized, it¿s a single use product. One non-sterile cath mb 5f pig 110cm 6sh unit was received with an unknown device and wire. The diagnostic catheter and unknown wire were received inside the lumen of the unknown device. The catheter was pulled out of the unknown device for analysis. Six out of the twenty marker bands were offset/out of position at the distal section of the unit. Additionally, a separated condition was noted 24.9 cm from the distal tip. No other anomalies were observed during visual analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis could not be performed due to the condition in which the catheter was received. No anomalies were observed during microscopic analysis of the offset marker bands. Sem analysis results of the separated area presented evidence of elongations and a flared condition on the body/shaft of the unit. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 18020947 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since a separated condition was noted on the unit. Exact cause of the condition could not be conclusively determined during the analysis. The elongations and flared condition found on the body/shaft of the unit are commonly associated with separations caused by material tensile overload therefore, it is assumed that the catheter was induced to a tensile force that exceeded the material yield strength prior to the separation. Procedural/handling factors such as entrapment of the catheter between other endovascular devices and the vessel wall may have contributed to this issue. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm. Supertorque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.